Manufacturer narrative:
This medwatch is for advantage/comfort curve system. Please see medwatch with a1 patient for report on aviva system.

Event description:
Customer's wife reported the customer has an aviva system and an advantage system, is unsure which was used in this incident. She reported blood glucose results of 80 mg/dl on the customer's system and 363 mg/dl within 10 minutes on a professional system. Customer was hospitalized, no treatment information provided. Customer was using expired strips, which is against manufacturer's labeling. Expired product may produce erroneous results. A request was made for the return of the system, replacement was sent.